Event description:
It was reported that the lead was explanted and replaced due to medical judgement. The lead was subsequently returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. The distal conductor fractured, the defib conductor was distorted, and the distal, defib, and proximal conductors were distorted. Blood/body fluid was found on several conductor (not obstructed) and the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking. Additionally, the inner and outer insulation, as well as the outer tubing overlay, were breached cut, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism.